Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported flow calibration issue. The device was tested for flow accuracy at 125ml/hr and the resulting accuracy error percentage was 6.692% which is greater than 5% specification. The reported condition was verified. It was determined that pressure plate travel adjustment was required to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had flow calibration issue during testing. The event happened in the biomed service department. There was no patient involvement. No additional information is available.